Event description:
The end user hosp receives this custom angiographic kit on an allegiance tray. They are experiencing kinking in the tubing of the contrast controllers as well as denting in the chambers. Several physicians have aspirated air which they are attributing to this issue. There has been no pt injury.